Manufacturer narrative:
Correction: g4 date in manufacturer regulatory report 3006705815-2020-30826 should have been 'aug 25, 2020.'

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of high impedance was not confirmed. As received, both octrode leads passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30825. It was reported that the patient's leads showed high impedances during an ipg replacement procedure (related manufacturer reference number: 3006705815-2020-02905). As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the issue.